Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor. Customer further reported experiencing "significant pain in the installation of the sensor" and observed the "appearance of an extremely painous inflammatory enlarged spleen". Customer reported having contact with his general practitioner on "18/07", being seen at the emergency "between 18/07 and 20/07", and then seeing his doctor on "22/7" who diagnosed an "inflammatory swelling of 4-5cm diameter at the outer face of the left arm". No information regarding treatment was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor. Customer further reported experiencing "significant pain in the installation of the sensor" and observed the "appearance of an extremely painous inflammatory enlarged spleen". Customer reported having contact with his general practitioner on "(B)(6)", being seen at the emergency "between (B)(6)", and then seeing his doctor on "(B)(6)" who diagnosed an "inflammatory swelling of 4-5cm diameter at the outer face of the left arm". No information regarding treatment was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this case.